Event description:
Pt underwent right total knee arthroplasty during 1987. Pt has had painful grinding and a "catching" of the patella for several years with swelling and pain of the knee. Pt has significantly decreased range of motion of the knee and ambulation is limited. The pt was admitted to the hosp for revision of the patellar component of the total knee prosthesis. Intraoperatively, the patella was removed without difficulty. There was wear noticed on the component. The tibial insert was also noted to have significant wear. The insert was replaced also.